Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown r #5 tibia. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer.

Event description:
It was reported that there was a right triathlon revised due to instability.